Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery multiple times before and after a battery change. Customer's blood glucose was 234 mg/dl at the time of incident. Troubleshooting found that the pump also shut itself off in the middle of the night and the customer woke up with elevated blood glucose. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected replace battery now alerts noted during testing and no unexpected replace battery now alerts were present in the format history file. However, the power management graph had abnormal behavior due to non-sleep anomaly software error. The insulin pump was received with scratched casing, minor scratches on the lcd window, pillowing keypad overlay and peeling end cap address label.